Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an audio transducer not producing sound was confirmed. The root cause was determined to be the power module main printed circuit board (pcb), additional investigation determined that the transistor that drove the piezoelectric speaker was damaged and resulted in the audio transducer not producing sound. After the pcb was replaced a full functional checkout was performed, and the unit passed all tests. The repaired unit was returned to the rental/loaner pool. The evaluation could not determine the root cause that led to the component damage. The device history records were reviewed and the records revealed the power module was manufactured in accordance with manufacturing and quality specifications. Power module serial number (B)(6) was manufactured on (B)(6) 2021. The heartmate ii (hm ii) instructions for use (IFU) and heartmate 3 (hm 3) IFU have details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. The hmii power module IFU document instructs the user: do not use a power module that appears damaged. Call vad coordinator or hospital contact person for a replacement if needed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the alarm system of the power module did not respond. The problem was isolated to printed circuit board-a within the system.